Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a staph infection 10, post implant ((B)(6) 2015). It was reported that they had the entire system removed. It was reported that the infection was confirmed. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their ins ((B)(4)) was placed in (B)(6)2015, and was removed 10 days later due to the staph infection in their spinal column. They stated that a replacement ins was implanted on (B)(6)2015 after the staph infection cleared. No further complications were reported.